Event description:
The flange broke away from the trach tube. This required a tube change. This particular pt requires an ear, nose and throat physician to change her trach. She had to go to two ER's who refused to change it. She then traveled 1.5 hours to another facility the next day to have an ear, nose and throat physician change it. The trach was kept together by tape.